Event description:
Reporter indicated a patient's vns generator was extruding from the chest wall. The generator and lead were both removed and not replaced. The patient had no known trauma and did not manipulate the vns prior to the extrusion event. However, the patient did scratch at the site once the generator began to extrude. Bruising was also present around the generator site. It is not known what to attribute the extrusion to per the reporter. Rejection of the vns was felt to be unlikely as the patient had been implanted with the vns for several years. The patient is recovering and has been released back to the care of his neurologist.

Event description:
Product analysis of the returned vns generator and lead was completed. Analysis of the lead portion returned did not reveal any anomalies. A significant portion of the lead (including the electrode array) was not returned for analysis so evaluation and resulting commentary cannot be made on that portion of the lead. Results of diagnostic testing with the generator indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization of both the lead and generator prior to distribution.